Manufacturer narrative:
A ge service rep performed an investigation. Ordered a tech professor pcb, communication pcb and a hard drive. It is believed that once the identified components are replaced the system will function as required. If additional info indicates otherwise, it will be reported as required.

Event description:
It was reported that the cardiac system intermittently locks up. There was no report of pt injury.